Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem check belt messages has been confirmed. Upon investigation, the black pulse wires inside of the distribution node (dn) had a broken solder joint. The root cause of the broken solder joint was an assembly error, as the solder was not heated up to the appropriate temperature during assembly. No adverse event resulted from the broken solder joints inside the distribution node. The pt received a replacement electrode belt.

Event description:
A zoll territory (B)(4) called zoll customer support to report that a (B)(6) old male pt was receiving check belt messages. The pt was issued a replacement electrode belt.